Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The boston scientific field representative noted the shock impedance measurement value was 146 ohms, which is high out of range, and it has been steady. Boston scientific technical services (ts) discussed that if the shock impedance value is greater than 145 ohms, device shock therapy may not be effective because of the monophasic shock waveform. Ts discussed the option of performing a maximum energy commanded shock test to determine the true impedance value with a delivered shock but there is a risk that the shock impedance may go back up. Ts further discussed options are at the physicians discretion. The representative contacted ts again later that day indicating that the cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced due to normal battery depletion and when the rv lead was connected to the new crt-d device, the shock impedance measurement was 100 ohms, which is back within normal specification limits. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The boston scientific field representative noted the shock impedance measurement value was 146 ohms, which is high out of range, and it has been steady. Boston scientific technical services (ts) discussed that if the shock impedance value is greater than 145 ohms, device shock therapy may not be effective because of the monophasic shock waveform. Ts discussed the option of performing a maximum energy commanded shock test to determine the true impedance value with a delivered shock but there is a risk that the shock impedance may go back up. Ts further discussed options are at the physicians discretion. The representative contacted ts again later that day indicating that the cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced due to normal battery depletion and when the rv lead was connected to the new crt-d device, the shock impedance measurement was 100 ohms, which is back within normal specification limits. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the boston scientific field representative subsequently contacted ts again to discuss this issue prior to meeting with the following physician. It was noted that the patient went into ventricular fibrillation approximately three months earlier, three 41 joule device shocks were delivered in reverse polarity, all shocks exhibited a code 1005, which is an indication of an open circuit condition detected during shock delivery. The third shock converted the arrhythmia. Ts indicated based on the charge times, the shocks were likely monophasic. Ts discussed the shock impedance trends observed for this rv lead when it was connected to previous devices and noted if the lead were fractured or under-inserted in the current device header, there should have been an out of range daily measurement but there has not. Ts also stated that it is difficult to say this is due to calcification on the lead because there is not really a rise in the daily measurement trend either. Ts also noted that the right atrial automatic threshold (rvat) test results have been variable with a few tests showing high threshold measurements at 5 volts. Ts stated they believe this is a rv lead issue but indicated it would be understandable if the physician chooses to replace the rv lead and the device, but either way they recommend replacing the rv lead. Ts provided guidance to consider performing a tug test on the rv lead during the revision procedure. The representative subsequently indicated the physician stated they will continue to monitor the impedance, which was within normal specification limits at the last check. The physician also stated the rv lead requires extraction, but the patient has occluded veins, so they have had to postpone the revision procedure. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.